Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information /investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sw695t-s4 rigid cross connector 38mm according to the complaint description, in the course of surgical procedure, the nurse noticed that locking screws were found to be missing from a s4 rigid cross connector. One of the locking screw was found in the container for the implants, however , the other went missing. Although there was no risk that locking screw remained in the patient, the surgical staff members attempted to search for the missing locking screw. The missing screw was never found. There was extended surgical time of 20 minutes. The surgeon searched for the screw under x-ray, also. An additional medical intervention was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference xc (B)(4). Associated medwatch-reports: 9610612-2022-00305 (400570816+sw697t); (400569688+sw695t).

Manufacturer narrative:
Additional information: d9 - no product return. H6 - codes updated. Investigation: up to now there is no sample available. Therefore, there is no investigation possible. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. We checked the batch number and all previous complaints and found that we had never had a complaint with the same or a similar fault. Conclusion and preventive measures: as we carry out several checks in our production before our products are processed, it is impossible that the product was delivered with a missing screw. Accordingly, we cannot understand how the screw could be missing, and thus we cannot use the risk analysis to evaluate what happened. In the future, if the product is returned, another investigation will be performed at that time. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2022-00305 ((B)(4)). 9610612-2022-00306 ((B)(4)).